Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults, monitor overheating, service codes 204 - belt/monitor unusable, and service code 105 - pulse test relay stuck) was confirmed. Upon investigation the monitor failed essential performance testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to shorted u6, u1004, and u1005 components on the computer/analog pca. The root cause of the monitor overheating and the monitor services codes are due to the shorted components. Additionally, c19 on defib board was damaged, spraying electrolyte through the unit. The root cause for the shorted components on the computer/analog pca and the damaged c19 component on the defib board could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was experiencing discharge profile faults, monitor overheating, service code 204 - belt/monitor unusable, and service code 105 - pulse test relay stuck.